Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that avea comp the uim on this unit has back light problems. As of this time, there is no information about patient involvement in this reported event.